Event description:
It was reported that a shaft break occurred. An attempt was made to introduce the 20mm x 4.50mm nc quantum apex balloon catheter but the balloon shaft broke into two pieces upon advancing to the sheath. The device was never inside the patient.